Event description:
Nidek, inc. Received a complaint from a customer on (B)(6) 2015 regarding ec-5000 quest. Customer reported that during the treatment with ec-5000 quest sn: (B)(4) that three high myopes were under corrected with oatz treatments by 1.5 -2.5 d on (B)(6) 2015. All were above -6.0 with cyl.

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. The device has not been evaluated yet. Nidek clinical specialist contacted the customer and the field service specialist to gather additional info regarding the complaint with success. No info is available at this time regarding the status of the patients and if any failure related to the device which might have caused the malfunction. If any significant info becomes available at later date a f/u report will be submitted. Nidek inc considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Customer reported the problem occurred with three different patients however additional details are not available at this time. Nidek consider this as three separate events nidek is submitting three separate mdrs for unit. Please refer additional MDR: 3002807715-2015-00016 and 3002807715-2015-00017.